Event description:
It was reported that during the use of the product, the customer noticed the epifuse connector broke off. Also, air was drawn during the backflow testing. No patient injury was reported.

Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be completed. A product sample was received for evaluation. A catheter was received for evaluation. Visual and functional testing were performed. In our kit manufacturing process, 100% inspection is performed on the appearance of epifuse connectors before setting. The root cause of the issue likely due to the molding design of the product. Device information, report source, and premarket (510k) number are unknown. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147., corrected information provided.